Event description:
Administered spinal anesthetic to a laboring pt, placed 18g introducer, then 25g whitacre spinal needle passed. Pulled out as single unit by holding hub of introducer. The hub of needle came off and needle remained in pt. Needle was removed and is not in pt any more. No injury.